Event description:
It was reported that the user experienced hyperglycemia while using the ilet following a meal announcement, with a documented peak blood glucose of 341 mg/dl and a rightward steady trend; troubleshooting and education were completed, and the cause remained unclear. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no back-up therapy use, no alerts or alarms reported, and return to in-range glucose thereafter. Investigation included user interview, review of the reported event details, and provision of self-management guidance. Investigation of this case revealed no device alarms or malfunctions reported and no device component issue identified, and the event was assessed as user-reported hyperglycemia with unclear etiology. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.